Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had red x with a question mark and an open book image. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was exposed to lake water. Customer reported that past exposure of the insulin pump to fluid and there was no visible water in the insulin pump. The keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.